Event description:
It was reported that the patient experienced discomfort at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The physician assessed that the ipg was touching the cluneal nerve and administered a local anesthetic injection at the nerve, which removed the discomfort for a few weeks.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The ipg will not be returned as it remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, the IFU states persistent pain at the ipg or lead site is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations related to the event occurred during manufacturing. The ipg was not returned for analysis as it remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. Therefore, with the reported observations and the labeling review, it has been determined that ipg site pain is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).

Event description:
It was reported that the patient experienced discomfort at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The physician assessed that the ipg was touching the cluneal nerve and administered a local anesthetic injection at the nerve, which removed the discomfort for a few weeks. Additional information was received that the patient had lost weight. Subsequently, the patient underwent a procedure where the ipg was repositioned from the right flank to the left flank. The patient was recovering well postoperatively.